Event description:
While in the sicu, a pt developed a wide complex rhythm with increased heart rate culminating in cardiac arrest. During the arrest, the pt's nurse noticed that the norepinephrine rate was 205ml/hr instead of 3.0ml/hr. The pt was successfully resuscitated and returned to baseline.